Manufacturer narrative:
The reported event was confirmed as manufacturing related. Received 1 coude intermittent catheter for evaluation. The sample was visually examined and found to have a sharp lump on the shaft near the tip end. This occurred during the dipping operation of manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that there was a barb on the tip of the catheter. The patient was still able to use the catheter. Allegedly the patient experienced self-limited bleeding, however no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a barb on the tip of the catheter. The patient was still able to use the catheter. Allegedly the patient experienced self-limited bleeding, however no medical intervention was required.